Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could not figure out how to unsuspened her insulin pump. Her blood glucose was 600mg/dl at the time of reporting. She had suspended her pump because she took a pre-meal bolus and then didn't eat. She was assisted with her insulin pump's settings. No equipment was returned. No additional information was reported.